Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and the main board was replaced to resolve the reported problem. Analysis for reports of this type has not identified an increase in trend.